Event description:
Dysfunction of mitral valve prosthesis due to thrombus in spite of adequate anticoagulation therapy. Per sts/aats guidelines, this is by definition valve-related and is therefore being reported. Valve thrombosis is an expected adverse event and this occurrence is well within expected rates.

Manufacturer narrative:
The valve just arrived, today's date, investigation has not yet started. Review of the device history records showed the valve was built per specifications. The valve will be sent to our supplier of pathological analysis service for confirmation of thrombus. In every case of pathological analysis of a thrombosed valve, the pathologist confirmed that the material was thrombus. At this time, we do not expect to learn anything in addition to the confirmation of thrombus. Thus, a follow-up report is not expected to be necessary.